Event description:
Review of an article abstract revealed that a vns patient had no change in the frequency of drop seizures. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Conry, joan, et al. "Efficacy of vagus nerve stimulator (vns) for treatment of drop seizures."